Event description:
An o.r. Supervisor reported that an intraocular lens (iol) was exchanged. Add'l info has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary (B) (4) when add'l reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 02/02/2010 and 02/15/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4).